Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 and re-evaluated on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a white residue on the display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging a display issue with her onetouch ultrasmart meter. It is noted it has a gray like film over the screen and hard to read the number(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 30 days ago prior to contacting lfs. The patient claimed she manages her diabetes with oral medications of janumet pills (dose not specified) and insulin (type/dose not specified). On (B)(6), 2012 (unknown time), the patient claimed she increased her doses of medications (doses not specified) as a result of the alleged issue. A day after the alleged issue began, the patient claimed she felt the sweats, shakes, and sleepiness. In spite of her symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before and there was no misuse of the meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.